Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108 warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on the abdomen. There was a big blister, blue mark, and pain under the adhesive pad. The patient was prescribed a cortisone cream. The patient believes she is very sensitive to the pod's adhesive and had previously been prescribed a skin barrier called opsite flexifix in (B)(6) 2017. Due to the reported issue the patient's blood glucose (bg) levels did increase to 13.3 mmol/l (240 mg/dl) and the patient used their temp basal rate to reduce the bg level to 5.6 mmol/l (100 mg/dl).

Manufacturer narrative:
Event description with new information obtained on 4 april 2018.

Event description:
On (B)(6) 2018, the patient went to a follow-up doctor appointment and was prescribed inotyol cream.